Event description:
The customer reported via phone call that the insulin pump had multiple battery out limits and a failed battery test. The customer also reported that the insulin pump's battery icon was empty and the time was not displayed on the screen. Blood glucose level at the time of the incident was 154 mg/dl. The customer was unable to complete troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.